Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the umbilical cable failed bench level continuity test. Open connection between j8 pin3 to pin 12 on the lemo side. The reported event was confirmed to be caused by an electrical failure mode due to the connector damage.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement mvs interface cable shipped to site. Suspect mvs interface cable has not been received by manufacturer for analysis. Return requested. Replacement 9amph 12v battery shipped to site. Suspect 9amph 12v battery has not been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative performed an imaging system check-out, imaging modalities, navigation, cable grade, safety inspection and software areas passed. Mechanical test failed. Green batteries changing indicator does not light on imaging system. Mvs power output tested on j8, output voltage is okay. O-arm fuse f11 is okay. There is no power input voltage at the o-arm. Neutral line in the umbilical cable is bad. Rotor test failed. Power line in interconnect cable interrupted. (B)(4) 2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported the imaging system shut-down during surgeon working on the patient. The imaging system gantry door was opened manually. The imaging system was moved from the patient by lifting up the clutch release. Surgery continued and finished with a c-arm. The delay in therapy was 30 minutes. There was no impact on patient outcome.

Event description:
A site representative reported that, while in a spine procedure, their imaging system shut-down by itself. No further details regarding the unexpected behavior, or when in the procedure it occurred, were provided. The surgeon opted to discontinue the use of the imaging system and the navigation system and, instead used a c-arm to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.